Event description:
It was reported that after unpacking a 3.5x15 rx vision stent delivery system, after removing the sheath from the balloon, it was discovered that the stent was not crimped to the balloon and the stent was subsequently found at the distal end of the catheter stylet. The stent delivery system was not used in the patient. Another 3.5x15 rx vision was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).device evaluation: the returned stent implant was undamaged and dislodged from the balloon. A conclusive cause for the reported incident could not be determined. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.